Event description:
The customer contacted philips regarding the repair of their defibrillator. No specific failure was identified nor was there any report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is completed.